Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Visual inspection found no anomaly on the helix; the helix lengths were within specification. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short, which resulted in premature battery depletion of the device. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, it was noted that the atrial leadless pacemaker (lp) battery decreased prematurely. The lp was explanted and replaced with a transvenous pacemaker. The patient was stable.